Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and cracked battery tube threads. The pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The pump was received with all operating currents within spec and passed the rewind, unexpected error test, prime test, excessive no delivery test and displacement test. No unexpected scrolling during testing noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer noticed the crack on the reservoir compartment when she changed out the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.